Event description:
It was reported that during testing conducted at the manufacturer facility metal shavings were found. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility, metal shavings were found. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported metal shavings were confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported event include a material fatigue issue. The attachment is not a repairable device and will therefore not be returned to the user facility.